Event description:
Clinical study. Same case as 6000093-2006-01643, 01644, and 01645. It was reported that 182 days after a coronary artery drug eluting stenting procedure, the pt expired. The index procedure treated a denovo lesion at the mid left anterior descending artery (mid lad) with successful placement of a taxus express2 3.50x20mm drug eluting stent; a denovo lesion at the mid right coronary artery (mid rca) with successful placement of a taxus express2 3.50x12mm drug eluting stent; and a denovo lesion at the distal right coronary artery (dist rca) with successful placement of two taxus express2 3.50x8mm drug eluting stents. Target lesion characteristics were not provided. Angiomax was administered during the procedure. There were no reported complications. Pt was discharged 5 days later on aspirin. One hundred and eight two days after the initial procedure, the pt expired. The cause of death was unk. The pt was on aspirin and plavix at the time of the event. Fourteen days before the death event, pt was admitted for severe shortness of breath in respiratory distress and was found to have pulmonary edema and congestive heart failure. The pt was admitted to the iccu for a possible cardiac catheterization and further management of pulmonary edema. From the cardiovascular standpoint, the pt was hemodynamically stable. Her beta blocker and calcium channel blocker were continued. Repeat chest x-ray showed mild pulmonary edema. The bnp was 610, which was lower than her earlier bnp at the hosp. Cardiac enzymes were checked and she was ruled out by cardiac enzymes. The pt was scheduled for a cardiac catheterization the next day, but her creatinine kept on increasing. The cardiac catheterization was postponed initially. The pt was given mucomyst and IV bicarbonate and she was rehydrated. Her creatinine was followed over the next few days, but it was stable at around 2. It was decided that she would be catheterized if her creatinine did not rise further. The pt underwent a cardiac catheterization 5 days after the admission. The pt had 90% stenosis in the left circumflex which was treated with a 3.5x13mm cypher stent. Her recurrent congestive heart failure was attributed to this. The pt did well after the procedure. The pt also had a carotid duplex ultrasound which showed that the right internal carotid artery was totally occluded and the left internal carotid artery was patent with high velocities which could be because of compensation. The pt was discharged on aspirin, plavix, metoprolol, norvasc, lipitor, iron sulfate, isosorbide, lasix and prevacid. At discharge the pt was diagnosed as recurrent congestive heart failure, likely secondary to left circumflex stenosis of over 90%, status post stent placement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.